Event description:
It was reported the patient experienced neurocardiogenic syncope and dizziness for the last two weeks. In addition the device can not be interrogated; there is no pacing or magnet response on electrocardiogram. The patient had an MRI done (unknown date). The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient experienced neurocardiogenic syncope and dizziness for the last two weeks. In addition, the device can not be interrogated; there is no pacing or magnet response on electrocardiogram. The patient had an MRI done (unknown date). The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.